Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting. The customer continued to use the pump for insulin therapy.